Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not turn on even with new batteries. The customer¿s blood glucose level was 248 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The and run current measurement tests are within specification. Device also passed displacement test, self test and off no power alarm test. No failed battery test alarm noted during testing. Failed stop (idle) current measurement, problem isolated to electronic assemblies.